Event description:
It was reported that during a follow up in clinic, the device was found to have reached elective replacement indicator (eri). Abbott technical support was contacted, the session records were analyzed, and the battery depletion was suspected to be normal. Longevity overestimation was suspected to have occurred during the previous in clinic follow up. No intervention is required to resolve the event and the device is anticipated to be explanted and replaced due to normal eri. The patient was in stable condition.

Event description:
Additional information was received indicating the device was explanted and replaced due to normal elective replacement indicator (eri). The patient was in stable condition.

Manufacturer narrative:
The reported event of longevity overestimation could not be confirmed. The device was received at end of life (eol). Analysis of device image indicated autocapture was enabled. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomalies, with battery voltage at eol level. Longevity assessment was performed, and the implant duration exceeded projected longevity based on average current drain indicating normal battery depletion.